Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: white rubber plastic valve fell off and became lodged in sleeve. It then fell into patients cavity and was retrieved. Current patient status: fine.

Manufacturer narrative:
(B)(4).